Event description:
It was reported there was a power fault. There was no patient involvement. The authorized service provider (asp) confirmed the power fault. During testing it was found the battery was damaged. The asp recommended to replace the battery. The asp replaced the battery and the issue was resolved.